Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of green fluid substance on the system controller power cables was confirmed via analysis of the returned system controller. Visual inspection of the returned system controller revealed a tear in the outer jacket on both the white and black power cables. A green fluid substance consistent with fluid ingress was observed to be coming from the damage to the cables. The system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues. The integrity of the wires in both power cables and no issues were observed. Further evaluation of the power cables revealed that the fluid ingress was on the wires. The downloaded system controller event log file contained approximately 3 days of data ((B)(6) 2023 ¿ (B)(6) 2023 per the timestamp). The data in the log file did not indicate any issues with the system controller. No atypical alarms were observed in the log file. The pump maintained a speed above the low speed limit without issue while the driveline was connected. The root cause of the reported event could not be conclusively determined through this analysis the device history records were reviewed and the records revealed that the heartmate 3 system controller was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller and the power cables. Heartmate 3 patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables. This section also explains the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook section 4 ¿ ¿living with the heartmate 3¿ explains that the system controller must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower with the shower bag. This section also states ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a green-like substance coming off the controller and patient cable that was thought to be body wash. A controller exchange was suggested due to the corrosion. It was later communicated that there were no alarms with the affected controller. The controller and modular cable were exchanged. Corrosion was suspected on controller power connections and as noted on dark power connection cord from active controller. No other equipment was exchanged. Related manufacturer report number: 2916596-2023-06332.